Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. A field service engineer (fse) was dispatched to confirm and repair the cracked lid. The instructions for use (IFU) states: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid being contacted with a scope when it was closed and/or something hard hit the lid.

Manufacturer narrative:
The investigation is ongoing. The device remains at the user facility. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a cracked top lid on an endoscope reprocessor. No patient involvement or injuries has been reported. No additional information has been obtained.